Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13 february 2024, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted, using a 12f amplatzer torqvue 45x45 delivery sheath. 7 hours post-procedure, the patient went into cardiac arrest and passed away. Transesophageal echocardiography (tee) confirmed the device did not embolize and remained in its original position. It was noted that a small (40cc) pericardial effusion was present and was attributed to the patient receiving cardiopulmonary resuscitation (CPR). The patient had a previous ablation in 2015 and was in paroxysmal atrial fibrillation. The official cause of death was determined to be due to "complications from atrial fibrillation therapy". The physician does not believe the death was caused or attributed to by the device.

Manufacturer narrative:
An event of cardiac arrest and patient death seven hours post procedure was reported. Also reported that transesophageal echocardiography (tee) was performed which confirmed appropriate device positioning and a trivial pericardial effusion attributed to the patient receiving cardiopulmonary resuscitation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device was reported to be implanted successfully. Information field indicated that the patient had a previous ablation in 2015 and was in paroxysmal atrial fibrillation. No operative notes and/or procedure imaging were provided for review. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.